Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received and indicated pt had exudative macular degeneration which had previously been treated with intraocular injections. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is twelve of thirty nine.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis noted noise on both the atrial and ventricular electrograms. This was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The device was explanted and replaced.